Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complained of high blood glucose results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 03/17/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 193mg/dl and 179mg/dl fasting. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complained of high blood glucose results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 03/17/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 193mg/dl and 179mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.